Event description:
During dialysis, pt pulled out venous needle. Venous low alarm did not sound nor did reverse transverse membrane pressure alarm. Nurse saw approx 300cc blood on floor and discontinued dialysis. Machine taken out of service and checked by biomed and MFR. Malfunction could not be duplicated. Machine recalibrated and returned to service. Pt did not experience any long term effects.